Event description:
It was reported during elective replacement of the device, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.